Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/14/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 10/29/2014 with the following findings:a review of the pump¿s black box history showed evidence of short battery life was recorded on 08/08/2014. Sudden voltage drops leading to cs 128 replace battery call service alarms were observed in the black box history. No battery cap was returned with the pump. A test battery cap was able to be secured to the pump and maintained an electrical connection. During testing, the pump powered on and emitted a cs 177 replace battery call service alarm. The pump¿s electrical current draws were found to be out of the required specifications. A leak test was performed and a case seal leak was found. The pump case was removed and moisture corrosion was found inside the pump on the continuous glucose monitor (cgm) transceiver board. The pump¿s electrical current draws returned to specifications after unplugging the cgm module flex from the printed circuit board. Unrelated to the complaint, evaluation revealed that the display was dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.